Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred. The reported issues did not impact the customer's blood glucose level. However, the customer reverted to manual injections and experienced a blood glucose (bg) level of 300 mg/dl. Reportedly, the customer corrected bg level and bg level lowered to 156 mg/dl.